Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector had flow issues due to the anti-reflux cap blocking fluid during use. The following information was provided by the initial reporter: "anti reflux cap (nc) preventing anything from flowing through connector into extension set it blocks fluid flow".

Manufacturer narrative:
H.6. Investigation summary: two samples (model #mp5312-c) were returned by the customer. It was reported by the customer that anti reflux cap (nc) preventing anything from flowing through connector into extension set it blocks fluid flow. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a 10 ml bd syringe and attempted to be flushed with water. One sample was able to be flushed. The failure was unable to be replicated in this sample. One sample was unable to be flushed. An occlusion appeared to be connector distal to the maxplus. The sample was further examined under magnification where an occlusion can be seen in the male luer. The customer complaint can be verified in this sample. A quality notification was sent to the manufacturer. Due to an increase in incidents of this failure mode, a trend for this occlusion issue has been identified for this product line, a CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue. A device history record review for model mp5312-c lot number 22099463 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28sep2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector had flow issues due to the anti-reflux cap blocking fluid during use. The following information was provided by the initial reporter: "anti reflux cap (nc) preventing anything from flowing through connector into extension set it blocks fluid flow".